Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient condition.

Event description:
It was reported that this device system was explanted approximately one month post implant, due to infection at the pocket site. Patient was treated with antibiotics and a future system implant to take place in the upcoming weeks. No other complications were reported; site reported a patient related infection.